Manufacturer narrative:
Per tandem¿s user guide: ¿always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing. Customer's blood glucose level was 134mg/dl. Tandem technical support assisted customer with priming the air bubbles out. Customer acknowledged they had forgotten to perform air removal step before loading the cartridge.